Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device due to urethral atrophy at the cuff site. All the components were removed, a new aus was implanted. One cuff was implanted normally, and a second cuff was implanted transcorporally. The patient had a good outcome with no further complications.